Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor ruptured during filling. The device was being filled with a cytotoxic drug when it ruptured. There is no report of patient injury or medical intervention as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
Additional information: the customer discarded the device; therefore, the reported condition of "reservoir ruptured" could not be confirmed due to sample unavailablility. Should the sample and/or additional information be received, a follow-up report will be submitted. (B)(4).